Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump had no power. It was noted that a battery from a new pack was used and the pump was able to power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/14/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box data showed several reboots following a motor rewind error. During testing, the keypad buttons were unresponsive. The complaint could not be fully investigated due to this. The pump cover was opened and moisture was found on the printed circuit board, display flex, and motor flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.